Event description:
In 2005 - a dental implant was placed in the pt's mouth (tooth location # unk). Afterwards the implant cover screw could not be fully seated into the implant. Subsequently, the implant was removed from the pt's mouth. The pt will be re-implanted after healing.